Event description:
It was reported that the patient had gone through many months working with the manufacturer and healthcare provider (hcp) and was assured that the device would help him with his frequency issues and no notice to urinate. After the device was implanted, the patient was having "more" issues with this problem and plenty of doctor visits with costs associated with it. The day the patient got back from the implant procedure, "everything got worse" and the device had been no help at all. The reporter indicated that the patient's shoulder, arm and neck were "so painful" when he sat down that he had to take pain medication to compensate in order to get any sleep at all. The reporter indicated that the patient was not a happy person at the time. The patient had urinated in bed, in the car, at the local hardware store and at the movies. It was noted that the patient felt as though he couldn't go anywhere. Follow-up information from the patient's hcp indicated that the patient had a pre-existing complex pathology and was refractory to all other modalities. There were no abnormal impedance measurements. It was indicated that there had been numerous attempts at reprogramming but there were no changes in results. The patient did not require hospitalization due to the event.

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va034m2, implanted: (B)(6) 2012. Product type: lead: product ID 3037, serial# (B)(4). Product type: programmer, patient. (B)(4).